Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were leaking from an undefined area. Customer loaded a new cartridge to address the issue. Customer's blood glucose ranged from 161 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed via manual insulin injection.